Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning for low impedances was noted on the right ventricular (rv) lead post implant procedure. Due to the low impedance values, an insulation issue was suspected on the rv lead. High thresholds and variable sensing were also noted on the rv lead. Low impedance values were noted on the right atrial (ra) lead post implant procedure. There was also a suspected insulation issue with the ra lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited varying thresholds. The physician decided to perform the invasive interrogation of the lead and the insulation breech was confirmed at that stage. The rv lead was explanted and replaced.